Event description:
Complainant alleged that the medics administered one shock at 200 joules to an 83 yr old female pt in ventricular fibrillation, but upon their second attempt to shock the pt, this time at 300 joules, the device screen displayed a "low batt" error message on the device screen. The device was charged to 300 joules, but would not discharge. The medics changed the device battery three times and switched to electrodes, but the device still would not deliver a 300 joule shock to the pt. The complainant indicated that the pt, who was an asthmatic and who had coded prior to the medics arrival on the scene, subsequently expired.